Manufacturer narrative:
(B)(4).

Event description:
It was reported that no readings occurred. Data was provided for evaluation and the allegation was confirmed as a bluetooth connection issue was found within the investigation window. The probable cause could not be determined. The reported event of no readings is reportable based on the finding of a bluetooth connection issue. No injury or medical intervention was reported.